Event description:
The customer stated three tampons came apart upon removal and tampon pieces remained inside of her. She was able to remove the remaining pieces on her own.

Manufacturer narrative:
Device history record is in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.